Manufacturer narrative:
Additional device information, expiration date, corrected data: initial MDR inadvertently did not report device manufacturer date. Device manufacturer date, corrected data: initial MDR inadvertently did not report device manufacturer date.

Event description:
The device manufacturer date and expiration date were added. No additional or relevant information has been received to date.

Manufacturer narrative:
Outcomes attributed to adverse event (check all that apply), corrected data: initial report inadvertently did not contain information about patient death. Describe event or problem, corrected data: initial report inadvertently did not contain information about patient death. Type of reportable event, corrected data: initial report inadvertently did not contain information about patient death. Event problem and evaluation codes, corrected data: initial report inadvertently did not contain information about patient death.

Event description:
The patient was noted to continue to have hemolysis as acute bleeding continued after the device was exchanged. A few days later life support was withdrawn and the patient subsequently expired.

Event description:
It was reported that the patient had a tendemheart system inserted as well as an impella cp placed in the same procedure. A few days later the protekduo cannula tip was noted to be near the caval atrial junction and within the right ventricle. A day later, the patient was noted to have hemolysis which the physician determined to be due to an intercurrent condition. The physician attempted to wean the patient off the pump devices, but the patient didn't tolerate it and the physician decided to replace the devices. The patient also developed a gastrointestinal bleeding and was treated with transfusions over several days. After the devices were exchanged, the new canula was determined to be in the proper position. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No additional relevant information has been received to date.